Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead allegations were confirmed based on observation of a straightened-out helix and a shocking coil that was bent/stretched with torn/separated gore covering at the proximal end. Damages most likely due to induced, handling. Helix mechanism test was unable to perform due to deformed helix. On the proximal spring electrode, the eptfe (gore) covering was torn/separated from the ma at the proximal end and the spring was stretched at this point.

Event description:
Boston scientific received information that this right ventricular (rv) lead was in the left ventricular (lv) as confirmed in the echocardiogram. This lead's helix wouldn't retract. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was in the left ventricular (lv) as confirmed in the echocardiogram. This lead's helix wouldn't retract. This lead was explanted. No additional adverse patient effects were reported.